Event description:
It was reported during a sigmoid colectomy the surgeon attempted to insert cdh29 transanally and could not advance. He switched to a cdh25 and inserted with much difficulty, connected to the anvil, closed into firing range and fired. Upon inspection of the anastomotic rings, only one partial ring was present. Stool was noticed in the abdomen and the anastomosis was hand sewn.